Event description:
On (B)(6), 2012 clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6), 2012 revealed that the patient has bradycardia that is stable. The relationship of the bradycardia to vns was not stated. The patient also suffers from an unspecified schizophrenia and bipolar with psychosis as well as stable hypersomnia. The patient has been experiencing 1-2 simple partial seizures a day still according to the clinic notes. Additional information has been requested from the physician but no further information has been received to date.

Manufacturer narrative:
Date of event, corrected data: inadvertently did not include updated event date on follow-up report #1.

Manufacturer narrative:
"Type of report", corrected data: inadvertently did not check "30-day" on initial report.

Event description:
Additional information was received on (B)(4) 2012, when the physician reported that the bradycardia was first observed approximately around (B)(6) 2009. The physician said that they captured bradycardia on the eer on (B)(6) 2009, but the patient was not implanted with vns until (B)(6) 2010. The physician stated that he is unable to comment on the relationship of the bradycardia to vns as it may be secondary to medications. The physician also reported that the patient's father has a history of hypertension and sleep apnea. The patient has pre-existing medical conditions of hypersomnia, headaches, anxiety, depression, schizophrenia (unspecified), and bipolar with psychosis. The heart rate prior to bradycardia was unknown, but the physician stated that the heart rate on file at time of vns interrogations from (B)(6) 2011 - (B)(6) 2012 are 80 bpm, 72 bpm, 64 bpm, and 84 bpm. The patient's blood pressure was unknown prior to the bradycardia event but during the bradycardia events it ranges between 112/76, 100/60, 108/70, and 118/82. It was unknown if the bradycardia occurred intraoperatively. The medications that the patient is taking are lyrica (300 mg), phenobarbital (97.2 mg), topamax (100 mg), zonegran (100 mg), lexapro (20 mg), lithium carbonate (600 mg), and zyprexa (20 mg). The physician further stated that he does not know if the arrhythmia is related to vns stimulation as the patient's heart rate has been stable upon examinations. Interventions taken include pre-operative ECG. The patient was not hospitalized as a result of the arrhythmia. No intervention taken to preclude a serious injury. The patient is currently programmed to output=0.25ma/pulse width=500usec/frequency=30hz/on time=30sec/off time=3min. The patient's arrhythmia has not recurred. The physician further reported that there was a lapse in treatment from (B)(6) 2011 - (B)(6) 2012, as the patient had moved away from the area. On (B)(6) 2012, the patient was seen again and the patient's settings were output=2.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=0.8min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=500usec. The patient had zyprexa medication for sedation prescribed for rare auditory hallucinations. The patient has 1-2 simple partial seizure a day and 3-4 convulsions a month since their last visit, mostly during sleep. The patient's bradycardia was reported to be stable. On (B)(6) 2008, a physical exam revealed oscillation of heart to have regular heart rate and rhythm with no murmurs present. The eeg on (B)(6) 2012, showed an irregular heart rate with bradycardia (48-60bpm), occasionally irregular. The physician stated that he was unable to comment as to whether arrhythmia is related to the vns device. Eeg results from (B)(6) 2012, were provided which showed vent. Rate: 64 bpm, pr interval: 163ms, qrs duration: 99ms, qt/qtc: 402/415ms, p-r-t axes: 47 65 34, and an interpretation of the following "sinus rhythm, baseline wander".